Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year old caucasian female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant on the right breast. Post-operatively, the patient was diagnosed, via physical examination, with right breast capsular contracture (baker grade iii). At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On february 22, 2023, mentor received additional information indicating that the patient was also diagnosed, via ultrasound, with left breast implant rupture. The rupture on the left will be reported under mrn: 1645337-2023-02390. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On january 31, 2023, mentor received additional information indicating that the patient has been scheduled for breast implant removal surgery on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.

Manufacturer narrative:
On march 14, 2023, mentor received several additional information regarding what the patient experienced. The patient initially felt a lymph node like thickening on the right breast. Ultrasound found nothing dangerous but the patient continued to feel another nodule and eventually also felt it on the left breast. The patient has another ultrasound and it was found that they had a benign adenosis on the left breast and fat necrosis on the right breast. The patient's implants were replaced with the following devices: (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9841013 sn: (B)(6) and (left) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 9733531 sn: (B)(6). On march 30, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
On april 18, 2023, mentor received additional information indicating that per a mammography report, a mass was found in the patient's right breast. On april 25, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 400cc returned device. The mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Necrosis may prevent or delay wound healing and require surgical correction, which may result in additional scarring and/or loss of tissue. Implant removal may also be necessary. Necrosis is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required.